Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria and was fully recaptured. The physician then noticed that part of the anchors could not be recaptured into the sheath. The wds was successfully removed, and the procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.